Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m907611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: 000m907611, test base part number 192-430/ lot: 000m907611. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m907611 showed that the complaint rate is 0.00181%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however it could have possibly been related to patient sample interference.

Event description:
The customer reported false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2025 with a nasopharyngeal sample. Additional testing was performed using unknown brand of antigen kit on 03apr2025 with a nasopharyngeal sample which generated positive result. Confirmation testing was performed using pcr on 03apr2025 with a nasopharyngeal sample which generated positive result. The customer stated that the patient was symptomatic on 20feb2025. The customer suspected the positive result obtained from ID now covid-19 2.0 test kit performed on 03apr2025 as false positive result due to the interfering substances of the patient medication cellcept capsule 250mg (common name: tacrolimus hydrate) and graceptor capsule 1mg (common name: mycophenolate mofetil). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported false positive result with the ID now covid-19 2.0 test kit performed on (B)(6) 2025 with a nasopharyngeal sample. Additional testing was performed using unknown brand of antigen kit on (B)(6) 2025 with a nasopharyngeal sample which generated positive result. Confirmation testing was performed using pcr on (B)(6) 2025 with a nasopharyngeal sample which generated positive result. The customer stated that the patient was symptomatic on (B)(6) 2025. The customer suspected the positive result obtained from ID now covid-19 2.0 test kit performed on (B)(6) 2025 as false positive result due to the interfering substances of the patient medication cellcept capsule 250mg (common name: tacrolimus hydrate) and graceptor capsule 1mg (common name: mycophenolate mofetil). No additional patient information, including treatment and outcome, was provided.